Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained approximately 15 days of data (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). It should be noted that the exact time span of the log file cannot be determined as the system controller clock was reset to the default timestamp of (B)(6) 2001 after the event captured on (B)(6) 2021 at 01:35:22; this is addressed under the pump investigation. The log file captured low voltage hazard and no external power alarms due to a loss of external power while connected to the mpu. The exact time that the alarms occurred could not be determined as the controller clock was set to the default timestamp when the alarms were active. The alarms resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that the mpu has a v-lock connector on the ac power cord. It was stated that it is not known if the power cord became loose from the wall outlet or from the back of the unit. It was also stated that there were no environmental circumstances that would have affected ac power at the time of the event. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 14jan2021. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory/hazard, no external power, clock not set, and pump off alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2021-04727. It was reported that during visit to clinic the clock not set alarm was noticed on interrogation and a review of the event history found no external power and pump off alarms. The patient described that they were "not feeling good" over the prior weekend and that they fell asleep connected to batteries and woke up "not able to move". The patient and their spouse tried to reconnect to new batteries and the pump did restart. There were low battery advisories noted on (B)(6) 2021 at 23:13 followed by low voltage hazard events on (B)(6) 2021 at 01:18 and 01:35. The backup battery was then enabled until it was depleted, which caused the pump to stop. It appeared there was a total loss of power to the mobile power unit (mpu) during the clock not set events that caused low voltage hazard events. The mpu has a v-lock connector on the ac power cord. There were no environmental circumstances that would have affected ac power at the time of the event.